Event description:
A home pt contacted baxter's technical servcie center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/4 of her automated peritoneal dialysis therapy. Per inital report, the home pt left the clamps on the unused supply line open during therapy. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance dept has reviewed proper proceudres with the home pt in addition to referring them to their patient-at-home guide for further details.